Event description:
It was reported that the pt reportedly underwent a 3-level acdf from c5-t1 using a 14mm x 14mm x 7mm resorbable interbody device/rhbmp-2 at each level supplemented with a 57mm anterior cervical plate. On pod 5, the pt began complaining of difficulty swallowing with pain in the neck and upper chest. Steroid therapy was initiated, but did not alleviate the symptoms. An x-ray on pod 8 reportedly demonstrated a 3mm area of swelling anterior to the cervical plate. On pod 8, a surgical intervention was performed anteriorly to irrigate and debride the area. A hematoma/seroma was noted to extrude from the subplatysmal space that the surgeon described as having a "gelatinous consistency." The 4.2x 2.4x0.5cm excised specimen was sent for pathology. The pathology report described it as "fibrous material with variable numbers of admixed erythrocytes and leukocytes." The pathologist determined the tissues to be consistent with post-operative seroma.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.